Event description:
A cartridge change error was reported with the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range, indicating no adverse impact. Technical support guided the customer through various troubleshooting steps, including inspecting the o-ring and cleaning the pneumatic tap area. Despite these efforts, the customer could not successfully load the cartridge, and technical support advised escalating the issue for further assistance.